Manufacturer narrative:
The autopulse platform in the complaint was returned to zoll for evaluation. However, the investigation is still in progress. A supplemental report will be filed when the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, the rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse, the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patient's outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform sn (B)(6) was used in an attempt to resuscitate a patient in cardiac arrest. The cardiac arrest was not witnessed, and the cause was unknown, suspected cardiac etiology. It is unknown how long the patient was in cardiac arrest before receiving manual CPR, performed by the patient's family for about 8-10 minutes. The customer reported when the autopulse was powered on, the platform did not perform compressions and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The patient had not yet been transported when the issue was observed. The crew attempted to clear the ua07 advisory message by re-positioning the patient, pulling up the lifeband multiple times, and turning the platform off/on, but the ua07 persisted. During the approximate five minutes of troubleshooting, manual CPR was performed. The ems crew placed the autopulse platform out of service and continued the manual CPR for two more minutes, but the patient's family requested to stop the resuscitation efforts. The patient's death was pronounced on the scene. As per the customer, the patient's death was not related to the autopulse system.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up" was confirmed in the archive data but was not confirmed during functional testing. The reported ua07 advisory message could not be replicated during the device evaluation, and the platform functioned as intended. The likely root cause for the reported complaint was either due to the patient or the platform being out of position, placed on an uneven surface, or the patient not properly centered/aligned on the platform. Visual inspection showed that the front and bottom enclosures had several broken screw bosses, unrelated to the reported complaint. These observed damages appeared to be characteristics of harsh impacts, likely caused by user mishandling. The front and bottom enclosures were replaced to address the observed issues. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory messages around the reported event date, confirming the reported complaint. A user advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient is out of position, or the patient is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient movement, and press restart to clear the ua. The autopulse platform passed initial functional testing without any fault or error. The reported ua07 advisory message was not duplicated, and the load cell characterization test confirmed both cell modules were functioning within the specification. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was subjected to run-in tests using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without fault or error.

Manufacturer narrative:
UDI related data quality updates only.